Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm determined that the battery in the second slot was charging intermediately. To fix the issue, the stm replaced the power supply with monitor board. The stm completed repair with full calibration, additionally all functional and safety tests were passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) will not charge. It is unknown under which circumstances this event occurred. No patient involvement or adverse event was reported.